Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the provided photos found the outer carton was crushed, but intact. The inner sterile blister holding the product is damaged. No photos were received of the outer blister, therefore, the sterility of the product cannot be determined. The reported event has been confirmed. Review of the device history records identified no related deviations or anomalies during manufacturing. These products were likely conforming when they left zimmer biomet control. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted UDI #: (B)(4). Report source: (B)(6).

Event description:
It was reported that during a hip revision surgery of competitor product, the inner box holding the sterile implant was discovered to damaged. The outer box was intact. Attempts have been made and additional information on the reported event is unavailable at this time.